Event description:
Biotronik representative (B) (4) called to report that he had done generator change and discovered problems with this kentrox lead. The ICD was explanted and replaced with a lumax 340 dr-t. Lead sensing and pace/sense impedance were within range when tested through the device. The painless shock impedance was 44 ohms. During dft testing, a high energy shock was delivered and did not successfully defibrillate the pt. (An external shock was used to rescue). The reported shock impedance for the high energy shock was >150ohms. The painless shock impedance measurement was repeated 4 more times, and all measurements were either 44 or 45 ohms. A 1 joule test shock showed a shock impedance of >150 ohms. The set screw connections were secure. Because of the inconsistencies in shock impedance measurements, the lumax 340 hf-t was discarded and replaced with a new lumax to eliminate the device as a source of the problem. This new lumax showed in-range shock impedance of approximately 45 ohms and a 1 j test shock >150 ohms again. The kentrox lead was then extracted and replaced with a linox. 5/28/09 - device returned to biotronik. Rep. Also confirmed that there is no complaint regarding the functionality of either ICD.